Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that their bottom aligner is cutting their tongue. Patient was advised to smooth the area with the file and to contact with an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.